Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to customer adjusting their basal rate setting. Customer attempted to treat their bg via glucagon injection, however, paramedics were called and treated customer with sugar and transported customer to the emergency room and was subsequently admitted to the hospital. They were treated intravenously with fluids. Customer was released from the hospital on 1/1/24 with the issue resolved and no permanent damage. The customer was instructed to consult with healthcare provider regarding pump settings.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.